Event description:
It was reported to philips that the device failed to display images on the monitor. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment was continued when the issue happened. The procedure got aborted and completed by moving the patient to another room. The philips field service engineer (fse) visited onsite confirmed that the system did not display video and ip pc failure. After reviewing log file, fse found that it shows malfunctioning on frontal ip-pc. Fse found issues with communication between host and ippc which is likely due to the ippc not booting. To resolve the issue, fse replaced the ippc and downloaded board sw. After replacement of ippc, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.